Event description:
Pt was a child who was found in a lake. Pt was recovered and was treated by medics. Pt was hooked up to lpiz monitor and EKG appeared as v-fib. Defib pads were placed on patient in which lp12 indicated to connect electrodes. Medic changed pad and again same problem. Pt had water seaping from pores per medic. Patient was turn over the ed.